Manufacturer narrative:
Patient information was not provided. Serial number is unknown. This information will be provided in a supplemental report if made available. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Through follow up communication, livanova deutschland learned that all heater-cooler systems 3t of the (B)(6) medical center were removed from service and were replaced with competitor units. Corrective actions are in progress for this issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) learned through the paper 'mycobacteria chimaera infections associated with heater-cooler unit use during cardiopulmonary bypass surgery ¿ (B)(6) county, 2012¿2016' in the morbidity and mortality weekly report (mmwr) / january 4, 2019 / vol. 67 / nos. 51 & 52 us department of health and human services/centers for disease control and prevention that by may 2017, 20 confirmed cases of mycobacterium chimaera infection had been identified in patients with a history of cardiopulmonary bypass during 2013¿2016. As of may 2019 livanova (B)(4) has captured 9 complaints on patient infection, each in the hospital called (B)(6). This report captures the 11 cases of infections not yet captured in complaints.